Manufacturer narrative:
(B)(4). Results: gi bleed. Conclusions: based on the information provided no root cause can be determined.

Event description:
Patient had two endeavor sprint rx drug eluting stents implanted to the proximal rca. Approximately 3 weeks post index procedure, the patient suffered a gi bleed. The following was reported: h/o apical thrombus on coumadin for 3 months only. C/o weakness, tarry stools hg 8.3, inr 1.7 admitted to hospital. S/p colon-no bleed, s/p ugi-bleeding at duodenum. 2 units or prbc, plavix held x 2. Dc home stable. Patient was hospitalized for 6 days and treated with a prbc transfusion. Patient was also reported to have undergone polypectomy during hospitalization. The investigator reports that the gi bleed was not related to the study stent/procedure but was probably related to the antiplatelet study drug. It is reported that the patient recovered with treatment. (Ref MFR # 9612164201100109 & 9612164201100110).